Event description:
It was reported that a patient developed swelling of the lip the night following use of aquasil ultra. The patient also reported experiencing a reaction each time aquasil was used in five or six occasions over a period spanning three years prior to this event. The patient consulted a dermatologist who diagnosed the symptoms as an autoimmune response. Further testing is scheduled; no intervention was required.

Manufacturer narrative:
While it is unknown if the aquasil used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.